Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.